Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic after receiving inappropriate atp and hv therapy due to atrial tachycardia with ventricular response. Programming changes were recommended. No further information is available.